Manufacturer narrative:
Surgery could not be performed because a left lateral device was manufactured and delivered. A left medial device was required. A confirmation letter was sent to the surgeon's office stating that a left lateral device had been ordered and was being manufactured. No feedback was received stating that this order was incorrect. At the time of surgery, the surgeon stated that he required a left medial device. The surgeon was performing arthroscopy on the affected knee at the time the discrepancy was realized. The surgeon had not begun performing knee replacement surgery. The surgery has been postponed to a later date.

Event description:
Surgery could not be performed because a left lateral device was manufactured and delivered. A left medial device was required.